Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad buttons were difficult to press and unresponsive. It was reported the issue had occurred after the patient wore the pump while swimming with evidence of moisture within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings:the keypad was observed to be intact with no peeling or other damage noted. The keypad buttons were tested and the keypad buttons were found to be responding. The keypad was removed and contamination was observed under the contrast button contact; the contrast button has no effect on the pump¿s insulin delivery function. Unrelated to the complaint, the pump was returned with moisture visible behind the display lens making the display screen distorted. The pump was leak tested and the pump was found to be leaking from the display screen lens. The pump was opened and moisture was found on the pump internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.